Event description:
The ge oec 2800 uroview fluoroscopy system had the collimator and control panel go blank.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the utg node missing. To repair, the tgi interface pcb was replaced and the system default configuration was re-loaded. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.